Event description:
I had mentor saline implants done in (B)(6) 2006. Left breast contracted within 30 days and had to be revised (this is where major pain is now happening-left breast). Since then my health has been declining. In 2008, I retired from a full time job and suffered extreme adrenal fatigue. As the years went on I developed chemical sensitivities and started putting on weight, no matter what I did. In 2015, I began having severe hives on my arms and legs that caused scarring and I could not determine any cause. In 2017, I started having digestive issues with chronic pain abdomen. In (B)(6) 2018, the pain was unbearable and I had diagnostics done showing nothing in my colon or female organs. On (B)(6) 2018, I bent over to pick something up and my back went out and despite consistent chiropractor care, nothing got better. I started developing food sensitivities (B)(6) 2018, and anytime I'd eat certain things, I'd break out in hives, painful blisters on my skin, (eyes, scalp, body). I started eliminating food with no relief. On (B)(6) 2018, having moderate breast pain swollen glands in arm pit but mammogram showed no issues. Chronic pain in neck, back, shoulders, feeling weak, faint from just walking, elimination diet done and still severe allergic type reactions, some days putting me in bed for 2 days. I have severe shooting pains and burning pains in breasts, specifically one side and lots of breast pain just doing normal daily activities. I'm only (B)(6) and have no stamina to do anything, can't work, can't play, chronic fatigue, cognitive dysfunction, muscles ache and are weak, hair loss, reoccurring yeast infections, ringing in ears, short of breath, night sweats, hot flashes, skin rashes, bumping pain in chest, pigmentation changes in skin, declining vision, sudden food intolerances after years of no problems, chemical sensitivities, chronic inflammation, feel like I'm dying, headaches, dizzy, nauseous, depression. I'm just miserable even though I sleep 7-8 hours a day, eat clean organic whole foods diet, don¿t drink, don¿t smoke, no drugs. I'm a single parent and I can barely function for my child.